Event description:
It was reported that the 9600 system had a physician discrepancy of the field was measuring too large. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera iris was adjusted during the service call. The system was tested and found to be working as intended and put back into service.